Manufacturer narrative:
(B)(4) - refer to results of investigation below. A review of manufacturing and testing data for the affected lot was performed. This review indicated that the reagent was released within specification and that no issues were identified internally that could affect the performance of the reagents. Additionally, architect total b-hcg reagent lot 89908jn00 is assessed through an in-house stability program. A review of the stability data generated illustrated that all controls and assay parameters were within specifications for each of the time points. Testing was carried out to assess the accuracy of recovery of the architect total b-hcg reagent lot 89908jn00 across the measuring range of the assay using serum based panels. High patient samples were also analyzed to determine if they had an impact on the recovery of the low panel. Results were within specifications and no discrepant results were observed. All panels tested met specification which demonstrates that this assay can recover patient samples accurately. In addition, the architect total b-hcg assay performance is currently being monitored in (B)(6) for peptide hormones and related substances. Results to date demonstrate that the architect total b-hcg assay is performing acceptably. The customer was referred to the carryover section of the architect total b-hcg package insert and the architect system operations manual regarding frequency of probe replacement. In conclusion, a specific reason for the customer's observation could not be determined, however from the investigation performed it can be concluded that no product deficiency has been identified for architect total b-hcg reagent kit list number 7k78-20, lot number 89908jn00.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number (B)(4), architect total b-hcg, that has a similar product distributed in the us, list number (B)(4), architect total b-hcg. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated a patient generated a false positive result on the architect total b-hcg assay. The initial result was 488 miu/ml but upon retest, negative results of <2 miu/ml were obtained. No impact to patient management was reported.